Manufacturer narrative:
Concomitant medical products: 435-05 intermedic's lead, implanted: (B)(6) 1996. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead triggered a polarity switch for undefined impedance measuring greater than 3000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.